Event description:
It was reported that during an unknown procedure, the adjusting knob could not rotate normally. The surgeon had to use higher force to rotate the knob and close the jaw. Malformed staples deployed after firing. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The adjusting knob functioned as intended and without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).